Event description:
It was reported that this right ventricular (rv) defibrillation lead and a non-boston scientific implantable cardioverter defibrillator (ICD) exhibited high out of range shock impedance measurements greater than 125 ohms. A non-boston scientific field representative contacted technical services (ts) and indicated increase was gradual and requested assistance with interpretation for potential determination of root cause. Ts discussed gradual rises may indicate potential mineralization or calcification and encouraged the field representative to contact their company representative for more information related to the non-boston scientific device. Available information indicates this product remains in service. No adverse patient effects were reported.